Event description:
The customer reported to olympus that microbial contamination was detected on the endoscope reprocessor during reprocessing of the evis lucera bronchovideoscope. It was noted that tubercular bacillus was detected after the culture test was performed with leak test water. It was also noted that tubercular bacillus was detected from the detergent nozzle. There was no harm or user injury reported due to the event. Additional information was received that there was no contamination with the scopes and the customer did not provide colony forming unit (cfu) reports. The customer also did not provide the cleaning, disinfection and sterilization processes of the scopes. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 1 year since the subject device was manufactured. The device was not returned for evaluation, which prevented the device from being evaluated. The investigation was unable to determine the root cause of the reported event. The investigation considered that the user understanding differed from olympus recommendation in device handling and reprocessing steps. Olympus will continue to monitor field performance for this device.